Manufacturer narrative:
The sample is available for evaluation but has not yet been received by baxter. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4)

Event description:
Customer reports leakage from the middle injection port. No patient involvement was reported. No patient injury or medical intervention occurred.

Manufacturer narrative:
(B)(4). Additional info: the customer returned one used sample for evaluation. The sample was visually and functionally tested and the reported condition was confirmed. The sample failed functional and pressure testing at 8psi. A hole was observed in the bag near the ports. A batch review was performed on the reported lot with no deviations found. An assignable root cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.